Event description:
The physician attempted arteriotomy closure using the closer s tsl 6 fr. Device, but a double cuff miss occurred. The device was exchanged for a second one, but the suture broke. Manual compression was used for closure, but the patient's leg went cold. The patient was taken to interventional radiology and a clot was found. Embolectomy was performed.